Manufacturer narrative:
Addendum: new information received from the customer indicated that a staff member involved in this event stated that she felt it was her fault in the original issue of inadequate cement volume occurrence. Since this event the individual involved has learned how to appropriately use the cement mixing tower/pedal. Based on this new information it was determined that this event is a user related issue. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
Two doses of stryker simplex p antibiotic bone cement were used during total knee arthroplasty. The cement was prepared using acm stryker cement mixing tower. During final implantation it was observed that insufficient cement was available to complete the implanting process. The implanting process was aborted and the femoral component was discarded. Two additional doses of simplex p antibiotic bone cement were prepared. A new femoral component was provided. The implanting process was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
Two doses of stryker simplex p antibiotic bone cement were used during total knee arthroplasty. The cement was prepared using acm stryker cement mixing tower. During final implantation it was observed that insufficient cement was available to complete the implanting process. The implanting process was aborted and the femoral component was discarded. Two additional doses of simplex p antibiotic bone cement were prepared. A new femoral component was provided. The implanting process was completed.

Event description:
Two doses of stryker simplex p antibiotic bone cement were used during total knee arthroplasty. The cement was prepared using acm stryker cement mixing tower. During final implantation it was observed that insufficient cement was available to complete the implanting process. The implanting process was aborted and the femoral component was discarded. Two additional doses of simplex p antibiotic bone cement were prepared. A new femoral component was provided. The implanting process was completed.

Manufacturer narrative:
An event regarding insufficient cement mix to complete the procedure involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the returned samples. The results were satisfactory and within specification. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported insufficient cement mix to complete the procedure cannot be confirmed. The mixing properties of three of the returned samples show that all required specifications are met. The returned liquid ampoules and powder pouches were inspected for volume and no discrepancies were noted. Based on the investigation and inspection results of the returned samples it is not possible to replicate this event.